Event description:
During remote follow up, loss of capture was observed on the right atrial (ra) lead. The ra lead was reprogrammed to resolve. The patient was stable and will continue to be monitored.